Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported at a recent dental appointment, they were informed that they need braces or invisalign due to bite misalignment and tmj with jaw popping.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.